Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after trialing, the bipolar head trial construct was stuck in the acetabulum. While trying to remove the trial, the retaining ring in the trial broke. All pieces were retrieved from the patient. The broken trial was thrown away and can not be returned. There was no surgical delay.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.